Event description:
Baxter china reported "clamp malfunction after a few days of use" with the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.